Manufacturer narrative:
Device evaluation report: the customer reported complaint was confirmed and duplicated. The device was placed on a charging pad, and it did not power on. The device was then opened, and a known-good battery was installed; the device powered on successfully. The cause for the issue was determined to be a faulty battery. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet could not be charged and would not power on despite a steady green light on the charging pad and attempts with multiple outlets and a previously successful third-party charger, consistent with a premature battery discharge involving the battery component. Customer care provided support that included troubleshooting and device replacement logistics. Investigation of this case revealed an energy storage system problem consistent with a premature discharge of the battery component. No clinical signs, or symptoms reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.